Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and seizure ("seizures") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tricycle and paragard iud. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), infection ("infection (other)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery. Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, seizure, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, infection, migraine, headache, nausea, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, cystitis, dysmenorrhoea, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, seizure, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: previous event "injury" updated with valid events such as abnormal bleeding vaginal, menorrhagia, allergic or hypersensitivity reaction, infection bladder, infection urinary tract, infection vaginal, infection (other), migraines, headaches, nausea, seizures, nickel allergy, dysmenorrhea (cramping), pain. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), hypersensitivity ("allergic or hypersensitivity reaction") and seizure ("nurological condition or problem: seizures") in a 35-year-old female patient who had essure (batch no. 836466-invaild) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test no". The patient's past medical history included anxiety in 2010, degenerative joint disease in 2010 and depression in 2010. Previously administered products included for birth control: paragard iud from (B)(6) 2011 to 2011 and ortho tricycle in 2010. Past adverse reactions to the above products included adverse event with paragard iud; and drug ineffective with ortho tricycle. Concurrent conditions included polycystic ovary and morbid obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia (excessive clots, long period)"), urinary tract infection bacterial ("bacterial uti"), infection ("infection (other)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with oral contraceptive nos, antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection bacterial, infection, migraine, headache, nausea, allergy to metals and abdominal pain outcome was unknown and the seizure and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, seizure, urinary tract infection bacterial and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Her demographic was added. Following event; did you undergo an essure confirmation test were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), hypersensitivity ("allergic or hypersensitivity reaction") and seizure ("seizures") in a 35-year-old female patient who had essure (batch no. 836466-invaild) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety in 2010, degenerative joint disease in 2010 and depression in 2010. Previously administered products included for birth control: paragard iud from (B)(6) 2011 and ortho tricycle in 2010. Past adverse reactions to the above products included adverse event with paragard iud; and drug ineffective with ortho tricycle. Concurrent conditions included polycystic ovary. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia (excessive clots, long period)"), urinary tract infection bacterial ("bacterial uti"), infection ("infection (other)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with oral contraceptive nos, antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection bacterial, infection, migraine, headache, nausea, allergy to metals and abdominal pain outcome was unknown and the seizure and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, seizure, urinary tract infection bacterial and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2018: quality safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), hypersensitivity ("allergic or hypersensitivity reaction") and seizure ("seizures") in a 35-year-old female patient who had essure (batch no. 836466) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety in 2010, degenerative joint disease in 2010 and depression in 2010. Previously administered products included for birth control: paragard iud from (B)(6) 2011 to 2011 and ortho tricycle in 2010. Past adverse reactions to the above products included adverse event with paragard iud; and drug ineffective with ortho tricycle. Concurrent conditions included polycystic ovary. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia (excessive clots, long period)"), urinary tract infection bacterial ("bacterial uti"), infection ("infection (other)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with oral contraceptive nos, antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection bacterial, infection, migraine, headache, nausea, allergy to metals and abdominal pain outcome was unknown and the seizure and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, seizure, urinary tract infection bacterial and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet was received and the following information was provided: infection (bladder/urinary tract/vaginal) was specified as bacterial uti; treatment drugs added; essure removal was reported as nickel allergy treatment; seizures and cramping outcome was updated to recovery; historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), hypersensitivity ("allergic or hypersensitivity reaction") and seizure ("seizures") in a 35-year-old female patient who had essure (batch no. 836466-invaild) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety in 2010, degenerative joint disease in 2010 and depression in 2010. Previously administered products included for birth control: paragard iud from june 2011 to 2011 and ortho tricycle in 2010. Past adverse reactions to the above products included adverse event with paragard iud; and drug ineffective with ortho tricycle. Concurrent conditions included polycystic ovary. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia (excessive clots, long period)"), urinary tract infection bacterial ("bacterial uti"), infection ("infection (other)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with oral contraceptive nos, antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection bacterial, infection, migraine, headache, nausea, allergy to metals and abdominal pain outcome was unknown and the seizure and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, seizure, urinary tract infection bacterial and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and seizure ("seizures") in a 35-year-old female patient who had essure (batch no: 836466) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tricycle and paragard iud. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), infection ("infection (other)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery. Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, seizure, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, infection, migraine, headache, nausea, allergy to metals, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, seizure, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. The event abdominal pain added. Lot number and reporters were also added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.